Event description:
The company representative (rep) reported that recharging was more difficult right after implant because of swelling in the pocket. The implantable neurostimulator (ins) was in the patient's right back flank. When the patient sits slightly forward or stands he was able to get eight bars. In any other position the patient was not able to get good coupling. The ins felt superficial but moves in the pocket. Troubleshooting was performed, the rep has tried many positions for the recharging antenna. The rep was going to work with the patient and review possible battery revision to move the pocket to the abdomen. The rep later reported that the patient opted to move the ins to the front. The surgery was on (B)(6) 2016. The patient was able to charge and was receiving effective therapy. The indication for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.